Manufacturer narrative:
The lot number was provided. A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during attempts to push and pull the coil in the microcatheter, the coil got stuck. The coil was removed in its entirety along with the microcatheter. When the microcatheter was flushed outside the patient, the coil was found to be detached and came out of the microcatheter. There was no reported patient injury, intervention, or health damage.

Manufacturer narrative:
Additional information: the device was received for evaluation and analyzed. The delivery pusher was received for analysis. The implant and microcatheter were not returned. The body coil of the pusher and proximal portion did not display any notable damage. The heater coil of the pusher did not display any burn damages. The strain relief was folded inwards. The pusher's electrical resistance was measured at 41.8 ohms, which is within specification. The pusher was successfully loaded and tracked through a lab retained headway 17 microcatheter. The attachment monofilament within the pusher was dissected and the tip was found stretched . The implant most likely detached due to experiencing a pulling force over the maximum tensile specification, as indicated by the physical appearance of the attachment monofilament tip. The source of the pull force could have occurred when the device became stuck in the microcatheter; however, the pusher does not indicate any abnormalities that would cause this issue. Without the implant a full evaluation cannot be performed. The root cause of the device becoming stuck could not be determined.